Event description:
Customer reported the monitors would go black during a case. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface cable.